Event description:
It was reported, during surgery, it was impossible to insert the screw. The surgeons thinks the screw thread was damaged or that there was not enough thread. He had to use an other screw. The pt had a spinal anaesthesia that had to be converted into a total anaesthesia due to delay in the surgery.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.